Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the patient had asymmetric calcification and was successfully pre-dilated using a 20mm vac3 balloon. During the first attempt at valve release, hemodynamic collapse of the patient occurred. The valve was too high, and was therefore recaptured however the patient was still unstable. Echocardiogram showed a large pericardial effusion and a ventricular rupture was reported. Per the physician, it is unknown what caused the adverse event, but it may have happened during valve advancement or due to pushing with the guidewire. Cardiac surgeons performed thoracotomy and the patient was treated. The patient was closed again, and was left intubated after the procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: e volutfx-26, serial/lot #: (B)(6), ubd: 10-apr-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the valve implant, the guidewire was inspected prior to use and the tip of the guidewire was no manipulated prior to use. The guidewire was introduced into the ventricle through a catheter that was already positioned in the ventricle and placed in the apex of the left ventricle using a pigtail catheter. The guidewire position was visually monitored throughout the procedure using two projections to ensure placement and stability. The guidewire was not repositioned during the procedure and it was not torqued or twisted. No resistance was felt with the guidewire during use. No forward movement of the guidewire as the valve was being released was noted. It was unknown if the rupture was related to patient related conditions or anatomical features. Per the physician, the cause of the rupture was unknown.

Manufacturer narrative:
Update data: b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Conclusion: recapturing is a feature of the device that allows for additional attempts at accurately positioning the valve. Various factors can affect valve positioning including patient anatomy or physician technique, but the cause of the positioning difficulty could not be conclusively determined with the available evidence. Vascular related complications, such as effusion, are a known potential adverse patient effect per the device instructions for use (IFU) and are typically related to patient factors (such as anatomy and comorbidities), and/or procedural effects (such as sheath used, user technique, and puncture cut location). From the provided images, it¿s not possible to confirm what could have caused the cardiac effusion. For example, the rupture might have occurred during guidewire placement, pre-implant balloon dilatation or valve advancement. There was no information to suggest a device malfunction or a failure to meet manufacturing specifications was related to these events. Updated: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5 continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: gwbc30, serial/lot #: (B)(6), ubd: 2025-nov-30, UDI#: (B)(4) h2 h3 h6. Additional codes image review: fluoroscopic cine loops of the pre-balloon dilatation and implant procedure were provided for review of the event described. Patient summary was not provided for anatomical review. In the evolut¿s instructions for use (IFU) potential adverse events section, the following possible complications are listed: ¿ cardiac tamponade (which might result in a pericardial effusion). ¿ cardiovascular injury (including rupture, perforation, tissue erosion, or dissection of vessels, ascending aorta trauma, ventricle, myocardium, or valvular structures that may require intervention). ¿ major or minor bleeding that may require transfusion or intervention (including life-threatening or disabling bleeding). During valve deployment, regarding the patient¿s hemodynamic stability, a lot depends on how quickly the occlusive phase can be overcome after annulus contact of the frame. Since it was not reported how exactly the valve deployment was conducted, it cannot be determined at this point what caused the instability. It might well be that the beginning effects caused by the ventricular rupture were starting to show. From the provided cine loops, it¿s also not possible to confirm what could have caused the cardiac effusion, i.e. The rupture might have occurred during guide-wire placement, pre-balloon dilatation or valve advancement. No additional adverse patient effects were reported. Medtronic recommends maintaining control of guidewire throughout procedure to ensure stable deployment and prevent injury to the ventricle wall: for all wires with a transition point, ensure transition point is held above the apex and p ointing away from the ventricle wall; maintain strict fluoroscopic surveillance of the guidewire in the left ventricle. Conclusion: the investigation is ongoing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the valve implant, the minimum diameter of access vessel was 9.5 millimeter (mm). Access was obtained on the right side. Per the physician, the valve, delivery catheter system (dcs) and sheath did not contribute to the vascular injury but it was possible that the confida guidewire contributed to the event.